Manufacturer narrative:
The products were returned for evaluation. A visual inspection of the images and video was conducted and revealed that the out pouches are wrinkled. A physical evaluation took place and the visual inspection revealed that dressing no. 1 - the bottom seal of the pouch was open and defective. The lower edge of the dressing had been caught in the seal preventing closure during manufacture. Dressing no. 2 - the bottom and top seal of the pouch was open and defective. The lower & upper edge of the dressing had been caught in the seals preventing closure during manufacture. The review of the production records revealed no issues were detected during the manufacturing process. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The cause of this remains unknown, these dressings are 100% inspected during manufacturing. Unfortunately, on occasion a faulty dressing may not get identified and discarded during this process. The probable root cause is human error. The manufacturing records, complaint history and previous escalation actions have been reviewed, and no further escalation is deemed to be necessary at this time. The event type is within acceptable occurrence levels. At this time, there is evidence to suspect that the products failed to meet the product specifications at the time of manufacture. However, based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
The packaging were not returned for evaluation. A visual inspection of the images and video was conducted and revealed that the out pouches are wrinkled. The review of the production records showed no manufacturing issues that could have contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The cause of this issue remains unknown, these dressings are 100% inspected during manufacturing so it is possible that these have been repacked and made to wrinkle when placed back in the box. The manufacturing records, complaint history and previous escalation actions have been reviewed, and no further escalation is deemed to be necessary at this time. The event type is within acceptable occurrence levels. At this time, there is no reason to suspect that the products failed to meet the product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, the packaging of two (2) durafiber ag 20x30cm ctn 5 were in poor conditions and opened. As this was noticed upon inspection, there was no patient involvement.